Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a 61 degree root angle, the valve was 80% deployed at a depth of 3 mm on the non-coronary cusp. Upon release, the valve dove to 12 mm on the non-coronary cusp. Severe paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed twice with no change to pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No further adverse patient effects were reported.